Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-03718 and 3005099803-2016-03782 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that two flexiva 200 tractip laser fiber were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 120w with laser settings of 0.3 j and 70 hz. According to the complainant, during the procedure and inside the patient, the first laser fiber was working briefly at the beginning of the case then the aiming beam suddenly went off and laser energy stopped firing. The connector was removed from the laser unit and it was extremely hot to touch. The same issue occurred with the second flexiva laser fiber. There was no burn injury to the nurse and no intervention required. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.